Event description:
It was reported via FDA mw report mw18386268 received on 18-jan-2024, the following: on (B)(6) 2023 patient was admitted for extreme prematurity (24 weeks) and extremely low birthweight (0.690 grams).on (B)(6) 2023 5fr ogt placed on admission for decompression; (B)(6) 2023 trophic feeds initiated at 2ml every 6 hours via ogt. On (B)(6) 2023 morning x-rays benign; (B)(6) patient with frequent apnea and bradycardia and declining mean blood pressures, made npo, septic workup initiated; (B)(6) 2023 at 1209 left lateral decubitus xray showed free intraperitoneal air; (B)(6) 2023 surgical consult and penrose drain placed.(B)(6) 2023 ex lap performed with right hemicolectomy, resection of terminal ileum, resection of jejunum and creation of ostomy.

Manufacturer narrative:
Health effect - clinical code/no code: free intraperitoneal air. The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of 14-feb-2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury. H3 other text : device not returned.